Event description:
On (B)(6) 2011, pt reported having issues with the adhesive not laying flat during preparation on one occasion. Pt stated he did experience leakage issue. Pt reported he could always tell by the smell of insulin and his shirt would be wet. Pt stated, he did see elevations in his blood glucose level. Pt reported the experienced a reading of 400 mg/dl. Pt stated, he attempt to bolus to bring his blood glucose back down. Pt's target blood glucose range is 140-200 mg/dl. Pt reported, he continued to have elevated blood glucose readings for about half a day before he was able to get it under control. Pt stated, the infusion set cannula was not crimped or kinked when he removed it from his body. Pt uses the insertion assist plus device to insert the infusion set. Pt reported, he started having issues in jan, which is the first time he used the infusion sets. Pt stated, he usually started having issues on the 2nd day after inserting the infusion set. Pt reported, he had the leaking issues more than once. The pt did not required assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.